Event description:
The orsiro mission drug-eluting stent systems were selected for treatment of a moderately calcified lesion (90% stenosis degree) in a moderately tortuous segment of the mid 1st diagonal artery. After pre-dilatation, the orsiro mission 2.5/35 was deployed at the target lesion. After post-dilatation, the second orsiro mission (complaint device) should have been inserted distal to the first stent but could not pass the previous implanted stent. The device was removed.

Manufacturer narrative:
Combination product: yes.